Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site to check the instrument. A thorough check failed to find anything wrong with the instrument. The instrument is performing within specifications. No further eval of the device is required.

Event description:
A discrepant, negative benzodiazepines result was obtained on an advia 1650. This result was reported to the physician, who questioned the result. A urine sample was sent to a different laboratory for gc/ms confirmation. That test gave positive result. There were no adverse health consequences or pt intervention due to the discrepant benzodiazepines result.